Manufacturer narrative:
Customer did not send the sets in with the pump, therefore, we are unable to perform a test on the set. Testing of the pump indicates it was below volumetric accuracy test parameters, but still within 5% accuracy. Pump was calibrated to resolve. The customer complaint could not be confirmed.

Event description:
Info received indicates blood was backing up into the line. Pump was disconnected and switched out. There was no medical intervention required and no pt injury. Pump was switching out and process was continued.